Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Previously reported event of ¿when physician opened the te (tissue expander), the shells were stuck together so didn't use it¿ involved a non-standard device. As the device did not make contact with the patient, the event is deemed not serious and this record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "shells were stuck together." The device was not implanted. The device didn¿t touch the patient.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking-breast: not observed. As per the investigation procedure creases and one opening assessed as surgical damage were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "shells were stuck together." The device was not implanted. The device didn¿t touch the patient.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking-breast: not observed. As per the investigation procedure creases and one opening assessed as surgical damage were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "shells were stuck together." The device was not implanted. The device didn¿t touch the patient.